Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext. Product type: extension: product ID neu_unknown_ext. Product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient developed an infection. Discharge at the battery incision in chest was noted. It was stated that this occurred about 2-3 months after implant. Antibiotics were given as treatment and the device was explanted. It was noted the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.